Event description:
This pt was implanted in 2003 with the gore excluder bifurcated endoprosthesis. On a recent f/u CT, it was noted the pt's aneurysm had grown to 7.8 mm in the absence of an endoleak. The baseline measurement of the aneurysm is unk, although the physician stated this was significant growth. A reintervention was performed in which the original devices were re-lined with the current gore excluder aaa endoprosthesis. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork is being conducted. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Additional devices implanted.